Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-03791. Follow-up revealed the patient's scs system was explanted and replaced. Surgical intervention addressed the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-03791. It was reported the patient has been receiving inadequate pain relief. Reprogramming was unable to provide resolution. An impedance check and imaging of the patient's leads revealed no anomalies. The patient may undergo surgical intervention to address the issue.